Manufacturer narrative:
Review of the DHR confirmed there were no changes in raw material or manufacturing processes. Routine testing of finished product for primary skin irritation consistently tested as nonirritating. The manufacturer is filing this report conservatively due to the medical intervention with intravenous steroids. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
A physician reported to the manufacturer, that a nurse wearing the face mask for years was now developing a rash on her face around her ears, lips, chest, arms and legs. It was reported she received intravenous steroids and benadryl. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility through the family member, where the incident occurred. This product incident is documented in the kimberly-clark complaint database.